Event description:
On 12/7/98, the hosp transplant coordinator reported that when the pt sits or stands up venting is required. 12/15/98 - transplant coordinator called stating the pt is requiring a vent every 5 to 10 mins under all conditions and positions. Transplant coordinator was instructed by the MFR to check/test for air leaks in the system; none detected. The lvad was removed and replaced with a new lvad from 1800 hrs on 12/15/98 to 0200 hrs on 12/16/98. The lvad was returned to the MFR for analysis.